Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the patient reported connecting to the patient line before the line was properly primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during prime of automated peritoneal dialysis therapy. The patient connected to the set up while air was in the patient line. A technical service representative assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.